Manufacturer narrative:
Summarized patient outcomes/complications of mechanical heart valve were reported in a research article in a subject population with multiple co-morbidities including aortic regurgitation, mixed stenosis and regurgitation, aortic stenosis, and endocarditis. Complications reported included patient device interaction problem (thrombus), device stenosis, perivalvular leak, cardiac arrest, stroke, thrombus, pseudoaneurysm, embolism/embolus, hematoma, surgical intervention (valve-in-valve, permanent pacemaker), hospitalization/prolonged-hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: durability of bioprosthetic and mechanical valves implanted for aortic valve replacement in pediatric patients b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "durability of bioprosthetic and mechanical valves implanted for aortic valve replacement in pediatric patients", was reviewed. This research article is a retrospective single-center experience to evaluate outcomes of aortic valve replacement (avr) with bioprosthetic and mechanical bioprostheses in pediatric patients, with a focus on delineating the longevity of bioprosthetic valves. The devices included in the study were st. Jude mechanical valve, epic, hancock, inspiris, magna, mosaic, and on-x. The article concluded that in patients undergoing avr, bioprosthetic valves have significantly worse durability than mechanical prostheses, with shorter freedom from valve dysfunction and from reintervention, trends in which were most pronounced in younger patients. Valve- or anticoagulation-related mortality and complications were relatively common. [The primary and corresponding author was doff mcelhinney, lucile packard children's hospital, stanford university school of medicine, 780 welch rd, cj110, stanford, ca 94304, with corresponding e-mail: doff@stanford.edu.]. This study included patients undergoing surgical avr from 01 may 2002 to 30 july 2024. A total of 180 patients were included in the study, of which 32% (58) received an abbott device. The average age group was greater than 16 years. The majority gender was male. Comorbidities included aortic regurgitation, mixed stenosis and regurgitation, aortic stenosis, and endocarditis.